Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hypoglycemia. Customer's blood glucose value was 51 mg/dl. Customer stated symptoms of low blood glucose was shaking, sweating, mental confusion and inability to follow simple commands. Customer stated displacement verification test and self test ok. Customer use the insulin pump in auto mode. Customer agrees insulin pump was operating as designed. The device will not be returned for analysis.